Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running, low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. (B)(4).

Event description:
The customer reported via phone call that their insulin pump received an replace battery now alarm. The customer¿s blood glucose level was 100 mg/dl. The customer did receive a low battery alert prior to the replace battery now alarm. The customer stated that the timing was less than 8 hours from the low battery alert to the replace battery now alarm. New battery did not resolved the issue. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.